Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of "right knee disc-shaped meniscus", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a clinical patient in the cheeks with 3 ml and in the perioral area with 1 ml of juvéderm® volite¿. The next month, the patient experienced non-device related ¿eczema (perianal).¿ the next month, the patient was treated with triamcinolone and econazole ointment 1 g bid. The event resolved that month. Two months later, the patient experienced non-device related ¿emesis¿ and was treated that day with omeprazole enteric-coated capsules 20 mg qd, compound amino acid injection(18aa-ii) 250 ml prn, ceftizoxime sodium for injection 1 g, lansoprazole for injection 30 mg, 0.9% sodium chloride injection 50 ml. The event resolved the next day. Two months later, the patient felt pain and discomfort in the right knee. An MRI examination conducted at an external hospital suggested that there might be a disc-shaped meniscus and an injury to the posterior lateral angle of the meniscus in the right knee. There were no symptoms of palpitations or chest tightness. The symptoms slightly improved after rest, and the patient received conservative treatment on their own. Subsequently, the patient felt that the pain in the right knee worsened, accompanied by joint locking. The next month, the patient visited the hospital where the complaint was disc-shaped meniscus in the right knee has been present for 8 years, with pain and limited mobility for 1 month. An MRI examination showed: the right knee has an external disc-shaped meniscus, with anterior and posterior angles injured and a suspected tear in the posterior angle. The subject sought surgical treatment and was registered for admission a week later. After admission, the patient's vital signs were stable. There was local tenderness in the knee joint, and the flexion and extension movements of the knee joint were significantly restricted. The meniscus grinding test was positive. After excluding surgical contraindications 3 days later, an arthroscopic knee joint cleaning and partial meniscus resection plus meniscus suture surgery was performed. The operation went smoothly. Postoperatively, the patient received symptomatic treatments such as dressing changes, de-swelling, and pain relief. The patient's general condition was stable, with good diet and sleep, normal defecation and urination, and no special complaints. The dressing change showed that the incision was well apposed, and there was no swelling or exudation at the incision margin. The patient was discharged 4 days later. The discharge diagnosis was: 1. Congenital discoid meniscus of the right knee; 2. Old injury of the anterior horn of the lateral meniscus of the right knee; 3. Old injury of the posterior horn of the lateral meniscus of the right knee.¿

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: c1, d4, h4, h6.

Event description:
Healthcare professional reported injecting a clinical patient in the cheeks with 3 ml and in the perioral area with 1 ml of juvéderm® volite¿. The next month, the patient experienced non-device related ¿eczema (perianal).¿ the next month, the patient was treated with triamcinolone and econazole ointment 1 g bid. The event resolved that month. Two months later, the patient experienced non-device related ¿emesis¿ and was treated that day with omeprazole enteric-coated capsules 20 mg qd, compound amino acid injection (18aa-ii) 250 ml prn, ceftizoxime sodium for injection 1 g, lansoprazole for injection 30 mg, 0.9% sodium chloride injection 50 ml. The event resolved the next day. Two months later, the patient felt pain and discomfort in the right knee. An MRI examination conducted at an external hospital suggested that there might be a disc-shaped meniscus and an injury to the posterior lateral angle of the meniscus in the right knee. There were no symptoms of palpitations or chest tightness. The symptoms slightly improved after rest, and the patient received conservative treatment on their own. Subsequently, the patient felt that the pain in the right knee worsened, accompanied by joint locking. The next month, the patient visited the hospital where the complaint was disc-shaped meniscus in the right knee has been present for 8 years, with pain and limited mobility for 1 month. An MRI examination showed: the right knee has an external disc-shaped meniscus, with anterior and posterior angles injured and a suspected tear in the posterior angle. The subject sought surgical treatment and was registered for admission a week later. After admission, the patient's vital signs were stable. There was local tenderness in the knee joint, and the flexion and extension movements of the knee joint were significantly restricted. The meniscus grinding test was positive. After excluding surgical contraindications 3 days later, an arthroscopic knee joint cleaning and partial meniscus resection plus meniscus suture surgery was performed. The operation went smoothly. Postoperatively, the patient received symptomatic treatments such as dressing changes, de-swelling, and pain relief. The patient's general condition was stable, with good diet and sleep, normal defecation and urination, and no special complaints. The dressing change showed that the incision was well apposed, and there was no swelling or exudation at the incision margin. The patient was discharged 4 days later. The discharge diagnosis was: 1. Congenital discoid meniscus of the right knee; 2. Old injury of the anterior horn of the lateral meniscus of the right knee; 3. Old injury of the posterior horn of the lateral meniscus of the right knee.¿